Manufacturer narrative:
Quality assurance preliminary analysis of the returned device revealed the unit was returned stuck inside another co's catheter. The wire was removed and found to be separated. Quality engineering analysis via scanning electron microscopy (sem) revealed that the tip coil and distal part of the core wire detached due to fatigue and tensile overload. The fracture site of the guide wire was exposed to forces applied through steering and manipulation and the beating heart. It is believed that the wire being positioned in a severely bent or prolapsed state intensified these forces. No corrective action is warranted at this time. Quality engineering will continue to monitor this product issue. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that the guide wire was first used in an attempt to obtain access into a svg lesion in the lad, however, the wire would not cross the lesion. The same wire was used to wire the native lad to perform ptca. Soon after advancing a dilatation catheter, the wire appeared "frayed or fractured" under fluroscopy. The wire was removed intact, no pieces remained in the pt. Reportedly there was no pt injury associated with this event.